Manufacturer narrative:
MFR control no. (B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that the event involved a male pt, age >18 while in the cath lab. Indication for use: back up support during procedure in cath lab. The fiberoptix sensor (fos) was not recognized and the md decided to use it as a conventional intra-aortic balloon (iab). The md attempted to advance the prepped iab-05840-lws, per the instructions for use, through the teflon sheath without success; it became stuck and could no longer be advanced, nor removed from the sheath. As a result, the iab and sheath together were removed successfully. A new iab-05840-lws kit was opened, prepped and inserted through the new teflon sheath with success. There was a minimal delay or interruption in therapy noted, but only long enough to exchange the catheters with no harm to the pt. No medical/surgical intervention was needed. There was no report of pt death, complications or injury. The pt outcome is pt diagnostic and intervention procedure completed successfully. Per the sales rep, the first iab that is being returned, still has the teflon sheath stuck onto the iab catheter, and it's evident that the iab tip never made it past the distal end of the sheath. Additional info received on 08/24/2011, per the sales rep, stated that they used the same site for the second sheath and iab insertion.